Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 575-690cc saline spectrum implant and was presented with unknown side breast implant deflation. Over a few years the implant is inflated to over 1000cc, well beyond the parameters of inflation and the valve was never removed. Five years later, patient experienced a deflation of that implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are in progress. Supplemental report will be submitted if any additional information is received.